Event description:
The customer reported the device was intermittent failing the user initiated operational check (opcheck). There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.